Event description:
The patient was involved in a motorcycle head-on collision with a car. He was brought to the or for repair of an acute transection of the aorta. He had severe multiple contusions, fractures, and a subdural hematoma, with three of his four extremities suffering comminuted fractures with pelvic bleeding. During the aortic repair, a marker pigtail catheter was positioned in the distal ascending aorta. A gore tag tg2610 stent graft was then advanced and deployed with no complications or evidence of leakage. When preparing for discharge ten days later, a CT angiogram revealed a type 1 endoleak with continued filling of an aortic pseudoaneurysm. The patient was returned to the or for an open repair as well as extraction of the endovascular stent graft. The graft was easily extracted and replaced with another graft. Of note is that this patient had a small caliber aorta. Although he met specification for size, the tight arch may have contributed to the delayed invagination of the thoracic aortic stent graft.